Manufacturer narrative:
(B)(4). G2: foreign: brazil. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the catalog and lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a surgery on an unknown date. The drill bit broke and a piece of that was retained; as a result, the patient was having severe pain and discomfort. About 5 months after the first procedure, another surgery had to be made in order to retire the drill bit piece that was retained, putting the popliteal fossa at risk. The surgical technique was utilized; there was no surgical delay. All available information has been provided.